Event description:
Customer reported he has been experiencing high blood glucose. Customer stated that his blood glucose has been high since his last doctor appointment. Customer reported that the night prior to the call his blood glucose level went up to between 400 and 500 mg/dl and he had to take a manual injection. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. He sometimes received no delivery alarms when the reservoir is half full. The alarm was resolved by a complete set change. He will be having an appointment with the doctor to check the settings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.